Event description:
It was reported that sometime after surgery at t3 - l2, pt returned to work and was reportedly trying to lift a desk and heard a loud "pop". It was found that a rod was broken at t7. A revision surgery was performed approx 14 months post op.